Event description:
The stroke team was preparing the activase 100mg vial. When attempting to spike the sterile water vial, the rubber stopper was pushed compromising the sterility. It was latter discovered that the wrong spike (bigger gauge for ivig) was added to the stroke box. It was latter discovered that the wrong spike (bigger gauge for ivic) was added to the stroke box. (B)(6).